Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the clip delivery system was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report that after clip deployment, the clip detached from one leaflet and remained attached to the other leaflet, requiring intervention. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The first clip (60928u113) was implanted; however, after deployment, the clip detached from one leaflet and remained attached to the other leaflet (single leaflet device attachment/slda). A second clip was deployed to stabilize the slda clip, reducing the mr to 2-3. No additional information was provided.

Manufacturer narrative:
(B)(4). Patient information updated. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other incidents reported from this lot. All available information was investigated and the reported single leaflet device attachment (slda) appears to be related to a combination of challenging patient morphology/pathology (prolapsed posterior leaflet) and procedural conditions (difficult visualization). There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Subsequent to the initial 30-day medical device report, the following information was provided: leaflet assessment and visualization of the posterior leaflet were challenging, but placement of the clip was successfully confirmed. Directly after deployment, the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). The patient remained stable post procedure. No additional information was provided.